Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: g3 of most recent additional MDR should be 5 jun 2024 instead of 25 jun 2024.

Event description:
New information received noted device was explanted and replaced. Patient condition was stable.